Event description:
Customer reported that they are no longer using the insulin pump due to issues with cannulas and failed bolus. Customer stated that they experience hyperglycemia and ketoacidosis multiple times in one month. Several attempts were made to contact the customer and get further details, however were unsuccessful. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.